Manufacturer narrative:
Information not provided. Date of event was not provided. Lot number was not provided. Without a lot number, expiration date and manufacturer date could not be determined. The customer stated they started to use this dressing within the last few months. Dressing removal technique for the cases of dislodgement was unknown. The dislodgements may have been related to dressing removal technique. 3m followed up with facility for product education. The product IFU notes the following removal technique: stabilize catheter during removal of the 3m¿tegaderm¿ chg i.v. Securement dressing. Remove documentation label and securement tape strip(s) from top of dressing. Using a low and slow removal technique, start removing the dressing from where the catheter or tubing exits the dressing toward the catheter insertion site. Avoid skin trauma by peeling the dressing back, rather than pulling it up from the skin. When the chg gel pad is exposed, grasp a corner of the gel pad and the transparent film dressing between thumb and finger. If needed, sterile alcohol swabs or wipes, or sterile solutions (i.e., sterile water or normal saline) may be applied between gel pad and skin to facilitate removal of the gel pad dressing. If needed, a medical adhesive solvent can be used to help remove the dressing border. Continue the low and slow removal method until the dressing is completely removed. End of report.

Event description:
A hospital reported four pediatric patients experienced dislodgement of their newly inserted tunneled central catheters. 1660 3m¿ tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressings were reportedly applied to the catheter sites. The tunneled central catheter cuffs were noted to be exposed when the dressings were removed. No individual patient information was available. At least two of the patients required reinsertion of their tunneled central catheters.